Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report a hospitalization for high blood glucose levels. The customer's blood glucose level was 800 mg/dl at the time of incident, but was 298 mg/dl at the time of call. The customer's symptoms were unknown. The customer was wearing the device at the time of admission. The customer was treated with an inulin drip. The cause per the health care provider was diabetic ketoacidosis. Nothing was replaced or returned and no further details were provided.